Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stinging sensation while using the stimulator. The patient's implantable pulse generator (ipg) was replaced and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stinging sensation while using the stimulator. The patient's implantable pulse generator (ipg) was replaced and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.